Event description:
It was reported that during a renal tumor procedure, the instrument did not open, blade hooks, broken. The blade fell out. The part fell into situs, could be removed. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returned.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.